Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the arm on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number (B)(4)/lot number 5202982) was returned for evaluation a visual inspection was performed and the sensor wire was attached to the seal carrier. The reported event of a missing sensor wire was not confirmed. A root cause could not be determined. However, it is unknown if the returned product is the complaint device.